Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm while hiking in (B)(6). The customer removed and reinstalled the cartridge, but was unable to clear the alarm. The customer's blood glucose level was not impacted. The customer has a backup pump and insulin shots to manage diabetes.